Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the pump was being worn in the customer's undergarment. Customer's blood glucose level was 289 mg/dl. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.